Manufacturer narrative:
The hospital rebooted the unit, resolving the alarm condition. No report of patient involvement.

Event description:
The hospital reported the unit displayed a system malfunction error. There was no report of patient involvement.